Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 18mm x 2.25mm, concentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified diagonal artery. After crossing the lesion with a 6f ebu guide catheter and a non-bsc guidewire, pre-dilatation with a non-bsc balloon catheter. A 20 x 2.25 promus select drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was found that the stent struts were damaged. Another 20 x 2.25 promus select drug-eluting stent was advanced followed by post-dilatation. No complications were reported and the patient status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: promus select 20 x 2.25mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 18mm x 2.25mm, concentric, de novo with =>90 degrees bend target lesion was located in the the severely tortuous and moderately calcified diagonal artery. A 20 x 2.25 promus select drug-eluting stent was advance but failed to cross the lesion. It was noticed that the stent struts were damaged. The procedure was completed with another of same device. No patient complications were reported.